Event description:
Caller tested 6.9 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No adverse event reported. Requested return of suspect system, however the test strips are no longer available; replacement was sent.

Event description:
Caller tested 6.9 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.